Event description:
Patient was implanted with the synchromed pump and catheter in 1997 to deliver intrathecal morphine for the treatment on non-malignant pain. The patinet under went explantation of the device in 1999 due "stall" and the health care professional returned the device to the manufacturer for analysis. Followup callls to the health care professional have not been returned.